Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports via medwatch # (B)(4). During the closing of the incision on (B)(6) 2013, the needle holder twisted and broke. The inside grip also cracked in half and hit the surgeon. The piece fell to the floor. No record of purchase for this item was found under the account. On (B)(6) 2013, the medwatch reports surgeon had just performed an exploratory laparotomy, lysis of adhesions, resection of small bowel and proximal jejunum, side to side anastomosis, enterotomy, closure of antrotomy with gia and creation of loop ileostomy. On (B)(6) 2013, customer unable to recall where piece of device hit surgeon but says there was no harm to him or patient.